Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a programming history database periodic review, high impedance was observed for the patient. The device was then disabled at a later date. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
E4. Initial reporter also sent report to FDA, corrected data: initial report inadvertently did not select.

Event description:
Additional information received noting that the patient&#39;s device was first disabled back in september 2022 due to the high impedance and then the device was checked again in may 2023 and high impedance was still present, so the device was turned off again. The patient is currently on a new medication and is doing well so the plan is to remove the vns.